Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgical director reported that multiple knife blades seemed different, fatter and more blunt during separate surgeries. Some incisions did not seal well and required a suture to provide closure. Additional information has been requested.